Event description:
It was reported that all lights turns on at a pico 7 15cm x 15cm. As this was noticed during set up, the treatment was performed, without any delay, using a s+n back-up device. Patient was not impacted.

Manufacturer narrative:
H3, h6: the device, used in treatment, was not returned for evaluation. All provided information has been reviewed and we have not been able to establish a relationship between the device and the reported event or determine a root cause. Probable causes may include the device entered a non-recoverable error state as the pressure sensor current was out of range. The manufacturing records show no evidence that the product did not meet specification at the time of manufacture. The complaint history file contains further instances of the reported events. This investigation is now complete with no further action deemed necessary. Smith and nephew will continue to monitor for any adverse trends relating to this product range.

Manufacturer narrative:
While this event is no longer considered reportable, this report is being submitted as a courtesy to provide updated investigation results based on the return and evaluation of the complaint device subsequent to the submission of our previous supplemental report. The device, was not used in treatment, have been received for evaluation, establishing a relationship between the device and the reported event . An initial visual inspection did not identify any issues. Pump powered up with batteries and entered an nre state. Data shows that pump entered nre state for out of range motor current during the phase in which it is attempting to reach and maintain negative pressure, with the root cause was identified as out of range pressure. A review of the associated batch manufacturing records did not identify any issue at the point of manufacture which may have caused or contributed to the issue highlighted by the complainant. In addition it can be confirmed that all finished product specification testing was satisfied at the point of release. The complaint history review confirms previous complaints of this nature with no manufacturing problems observed. The risk files mitigate the reported issue with no updates required. A review of prior escalation actions found no actions applicable to the scope of this case. No further actions by smith and nephew are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. Smith and nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.